Event description:
It has been reported to philips that the system would not boot up, the timer was stuck on 00:00. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the flexvision pc. The fse ordered a replacement flexvision pc. The investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the image disc read error is displayed by the system. Upon further troubleshooting action, field service engineer (fse) found that similar issue occurred earlier, and it was resolved by reloading the software, the actual cause was with the fvpc and hdd controller. The fse replaced the flexvision pc. After replacement of flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.